Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, however the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2014.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. This report is filed march 4, 2015.